Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone 10 phone with ios 16.1.1 operating system version. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and experienced feeling cold, sweating, seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of orange juice by healthcare provider for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an iphone 10 phone with ios 16.1.1 operating system version. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and experienced feeling cold, sweating, seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of orange juice by healthcare provider for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.